Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021 for a follow-up. During examination of lead, it was noted that there was an alert for low pacing lead impedance, which was below the lower limit, for right atrial (ra) lead. The patient presented to the clinic for testing and no other anomalies were reported. The clinician elected to monitor the ra lead. There were no adverse consequences to the patient.